Event description:
It was reported that during a gastric sleeve procedure, the stapler didn't close adequately. On the first firing, the line of staplers went out, and did not close. Also it seemed the same with the second reload. Unknown how case was completed. Surgery was prolonged 15 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.